Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver had a low transmitter battery. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 11/10/2016. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 11/10/2016. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log did not confirm the reported event of a low transmitter battery. A root cause could not be determined.